Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed both the trusteel infusion set and cartridge, then resumed insulin therapy.